Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 416-460 mg/dl. The pump supplies were changed and a bolus via the pump was delivered. Approximately 2 hours later, the bg level was 394 mg/dl. The customer did not know the cause of the high bg levels. The pump supplies were changed again and a bolus via the pump was delivered to address the bg level. The ketone level ranged from a high-moderate to small and water was consumed to address the ketones. The customer had discussed the high bg with a nurse practitioner. The customer declined tandem technical support's offer to troubleshoot.